Event description:
The laser procedure went as planned with no problems. The surgeon reported that he may have been too aggressive with his hydrodissection technique and it led to posterior capsular block nd rupture. A vitrectomy was performed and an intraocular lens was implanted in the sulcus successfully.

Manufacturer narrative:
The surgeon attributed the capsular block syndrome to his aggressive hydrodissection technique. The device history records were reviewed and there were no unusual findings related to the reported event. Capsular block syndrome is an inherent risk of cataract surgery. (B)(4).